Manufacturer narrative:
During the device evaluation, an additional reportable malfunction was identified: it was observed that unidentified foreign material remained inside of the jet channel due to oxidation. This finding was due to insufficient cleaning or handling of the scope. H4: updated with the device manufacturer date. B3: updated with the date that the additional reportable malfunction was discovered. D8: updated. D9: updated with the date returned to manufacturer. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
During the device evaluation, an additional reportable malfunction was identified: it was observed that unidentified foreign material remained inside of the jet channel due to oxidation.

Manufacturer narrative:
Correction to b3, the event date was corrected to 13apr2023 based on the date of the customer culture results. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for > 72 colony forming units (cfus) of unspecified enterobacteriaceae. The facility did not specify where this issue was discovered. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 4 colony forming units (cfus) of gram-positive bacteria which, is conforming to standard. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. During the device evaluation it was uncovered that the scope did not pass the electrical safety test using the emt and mpe testers. It was also uncovered that the light guide cover lens had a small crack. It was observed that the plastic distal end cover was damaged. It was also observed that the glue of the bending section cover was separated. It was observed that the connecting tube had buckles. It was also observed that the scope cover was cracked. It was observed that the switch covert was defective. It was also observed that the mouthpiece was damaged. It was observed that the switch box unit, air/water separator, suction, air, and water cylinders were scratched. It was also observed that the universal cord had buckles. It was observed that the plug unit had damaged housing. It was observed that the connector was corroded. It was also observed that the angulation knob in all directions were less than the specified values. It was observed that the biopsy channel showed wear and tear. It was also observed that the key top 2 in the switch section was incised and had cuts. Lastly, it was observed that the charge-coupled device unit had white dots. The investigation is ongoing. A final report will be submitted upon completion of the investigation.